Event description:
Information was received from a friend/family member (pt rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient representative mentioned the patient lived in an assisted living facility [unrelated to device/therapy] and the staff at the facility said the patient was having problems keeping their spinal cord stimulator (scs) charged. Patient representative said the patient would wake up in the morning and their scs would be completely depleted even though the pt had been charged the night before. Patient charged their implanted neurostimulator to 100% and the scs was not holding a charge for very long since about a week or so ago. During the call, the patient's ins was at 100% and controller charge was at 50%. Pt rep. Said they just charged the pt from 70-100% without issue. Controller depleted down from 70-50%. Pt rep. Mentioned the pt turned their settings up to 9.3, but turned settings down to 5.0 at night. Patient service specialist suggested the patient could be in need of reprogramming. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.